Event description:
It was reported that the user experienced a low glucose event with a sensor glucose of 56 mg/dl, ingested oral glucose, and subsequently measured 123 mg/dl on the sensor and 125 mg/dl by fingerstick, with glucose rising to 170 mg/dl by the end of the call; the user considered changing the sensor, but the sensor was deemed functional based on concordant fingerstick results and was not changed. Investigation included review of device data and therapy history. Investigation of this case revealed that a small corrective insulin dose overnight contributed to a gradual decline in glucose, after which insulin delivery was suspended until glucose recovered. The user reported symptoms included being hot which can be associated with hypoglycemia. Outcomes included resolution of low glucose at home without medical intervention. It was concluded that the device performed as designed and that user education on treating lows and sensor verification was provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.